Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon could not advance the 35mm central screw into the large platform baseplate. The screw would not advance past the face of the baseplate after several attempts and re-drilling. Finally, a 7x15mm central post was placed instead of the central screw. The central post was able to be fully seated. Only one central screw was scarred up just below the head, the original 35mm. The scarring was due to the screw somehow interfering with the inner boss of the baseplate. The screw was clean out of the box. There was approximately 10 minutes of surgical delay to determine the course of action and execute it which was to switch to a central post implant. There was no patient harm. Affected side: right shoulder.